Event description:
It was reported that the device was implanted in 2006. Post-op, the pt experienced pain. Upon subsequent bone scans, it was determined that the device had shown signs of loosening. The device was revised the following year.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: cause cannot be definitively determined. No product was returned for evaluation. Device history records indicate device manufactured to specification. No lot number was provided; therefore, device history records could not be reviewed.